Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis, reported as a ¿bacterial infection on peritoneum¿. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized and began unspecified treatment for the event. At the time of this report the patient remained hospitalized, treatment was ongoing and was not recovered from the peritonitis event. Dianeal therapy was ongoing. No additional information is available as the reporter declined follow up.